Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) not performing as intended due to a dimple pump. A revision surgery was performed and the pump was replaced. The patient had a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific confirmed the reported event as analysis identified that the pump failed the activation test. The pump required more force to activate, according to the device specification. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament; no leaks were found. Under microscope examination it was observed that pump deflation ball was identified to be misaligned. The pump was functionally tested to confirm the functionality and failed the 8lb activation test, therefore, it required more than 8lbs of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) not performing as intended due to a dimpled pump. A revision surgery was performed and the pump was replaced. The patient had a stable outcome.